Event description:
The leaf hepa FDA registered mask fell apart when installing the filters (I watched all the user videos first) and the filters ripped. The quality is extremely low and there's no way it filters anything when the housing comes out and the filters rip. Very poor quality- which feels high-risk during a pandemic and poor air quality issues. The company touts its FDA registration, yet has no customer service department. I've tried all possible channels- email, phone, (B)(6). No one responds. I think the FDA should be wary of its name on this clearly defective product. (B)(6). FDA safety report ID # (B)(4).